Manufacturer narrative:
(B)(4). Physio control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that cause of the reported issue was an electrically shorted capacitor, designator c106.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing routine preventive maintenance, they found that the service indicator was present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device is unable to charge for defibrillation.